Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that the ring cover and two side bail covers were broken, the ring and two side bails were missing, the battery release, lead flex cover, and keyboard pad were contaminated, the battery contacts were compressed, and the battery drawer was broken.

Event description:
The device was returned to the manufacturer for repair of damage after the unit was dropped. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.